Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the sealing process was not completed due to the thin tissue and the surrounding tissue was also dry. There was no end tone and the surgeon felt that the activation was too long. After cleaning the sealed tissue debris, the condition was not solved and made it even worse. The tissue adhered easily over the head of the device's tip at initial use. The doctor still used this device to complete the procedure. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found excessive amount of eschar build up on the device seal plates. The reported condition of device difficult to activate was confirmed. The reported condition of tissue sticking was not confirmed. The device produced an instant regrasp alarm and could not be activated on simulated tissue. The device jaw was cleaned and the device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device did not stick to tissue during testing. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The device was able to complete its activation and seal cycle once it was properly cleaned. The instructions ofr use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.